Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds. The patient required high outputs to obtain capture. In addition, the patient is terminally ill with cancer and a (B)(6) infection. The leads were capped and the device was deactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.